Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging sleep deprivation, sinus and eye irritation and headache while using the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging black specs coming out of the device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An inspection of the device was completed by the manufacturer and found dust/dirt contamination in the airpath, on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, rear panel o-ring, p4 power connector, dc jack color insert. Unknown contaminate was observed inside the top enclosure, inside the ui and rear panels. Liquid ingress was observed on the blower and blower box. A contaminate consistent with keratin was observed on the blower box. ER-2243857 v01 addresses the issue of keratin. The manufacturer found no evidence of sound abatement foam degredation. The device downloaded event log was reviewed by the manufacturer and found three errors. The manufacturer concludes the device has dust/dirt contamination in the airpath, on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, rear panel o-ring, p4 power connector, dc jack color insert. Unknown contaminate was observed inside the top enclosure, inside the ui and rear panels. Liquid ingress was observed on the blower and blower box. A contaminate consistent with keratin was observed on the blower box. ER-2243857 v01 addresses the issue of keratin. There was no evidance of sound abatement foam degredation. Section d8, d9 and h3, h6 updated in this report.